Event description:
Cardinal health fiber optic retractor and cable used during bilateral breast implant surgical procedure. A small red welted area on upper right chest seen on pt. It is believed that the smaller retractor may have caused burn while resting on pt during procedure. Unsure of length of time the retractor was in contact with pt.

Manufacturer narrative:
The investigation is in process, and a follow-up report will be submitted when complete.